Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed, "test failed", "defib fault 196", "system fault 36", "system fault 37", "defib disabled", "pacer disabled" and an unk "defib fault 195" message. Complainant indicated that there was no pt involvement in the reported malfunction.